Manufacturer narrative:
(B)(4).

Event description:
Covidien rec'd info from a customer in (B)(6) stating that during initial testing of the ht70 plus ventilator, the 'alarm silence/reset' button and the down arrow button were unresponsive. Upon restarting the ventilator, the issue remained. There was no patient involvement.